Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the serrated point reduction forceps are loose and do not hold closed. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the complaint condition is confirmed as the device was received with loose ratchets and slightly bent tips. Although the root cause cannot be definitively determined, the returned condition is consistent with extensive wear and possibly excessive force during use. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. The complaint could be replicated and the complaint condition is confirmed. Per the technique guide, the device is part of the small fragment instruments and implants set and is utilized in various procedures for fracture reduction. The returned device was received with loose ratchets and slightly bent tips. The remaining components of the instrument did not contain any damage and was in working condition. The product drawing was reviewed during the evaluation. No product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Although the root cause cannot be definitively determined without additional information regarding the user technique and the conditions at the time of the damage, the returned condition is consistent with extensive wear which was possibly expedited by excessive force during use. No product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history record review was attempted for the subject device; however, a review could not be performed as the subject device is a lot controlled item. The manufacture date of the device is sep 12, 2011. A service and repair evaluation was also performed for the subject device. The customer reported the forceps would not hold. The repair technician reported the forceps were loose and bent. ¿bent¿ is the reason for repair; however, the item is not repairable. The cause of the issue is unknown. The service and repair evaluation was confirmed. This item was forwarded to the synthes complaint handling unit for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.